Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 99% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. During the replacement procedure, when the right ventricular lead was hooked up to the new device, high defibrillation impedance was noted. The lead was checked numerous times and pulled out and reloaded into the header with the same result. The lead was plugged into the old device and impedances were normal. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.